Event description:
It was reported that during implant, the proximal portion of the superior vena cava coil appeared to separate. The lead was not implanted and the physician requested a new lead be used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revelead that the defibrillation conductor was distorted. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.